Event description:
The customer reported to olympus that the scope connector was deformed. The reported problem was found during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. Due to deformation of the scope connector, water tightness is lost, though this event is not reportable. However, it was found that the cover and nozzle both had foreign material adhered, which is reportable. In addition, the nozzle is deformed, the objective lens has a scratch, the lens has a chip, the cover has a dent, the adhesive on the rubber is detached, the connecting tube is sticky, the connecting tube has a scratch, the protector is sticky, the protector is shaved, the grip has a scratch, the grip has discoloration, the scope cover has a dent, the control unit is dirty, the scope cylinder is dirty, the protector of universal cord on the scope connector side is dirty, the universal cord has discoloration, the universal cord is sticky, the el connector is deformed, the sc cover unit has a scratch, the cover glass has a scratch, angulations are less than standard, there is play on the angulation control knob, water removal ability does not meet the standard value, due to deformation of the el-connector, the endoscope cable cannot be connected securely, due to a chip on the cover, insulation resistance value at distal end does not meet the standard value, and the scope ID is not displayed. The faulty parts were replaced. The device was inspected and passed olympus functional standards.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to body fluids or the like which remained/adhered to the nozzle/c-cover [distal cover] because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." ·operation manual_ inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ cleaning, disinfection and sterilization procedures_ precleaning - warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw [air/water] channel cleaning adapter to clean the air/water channel after each use. ·cleaning, disinfection and sterilization procedures_ manual cleaning. - clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. - flushing detergent solution into the air/water channels. - removing detergent solution from all channels. - presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding the event: the event was found during the inspection phase of the reprocessing cycle.

Manufacturer narrative:
Updated: b5, e1, e2, e3.